Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The sensor was inserted on 12/06/2014 in the patient's arm. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver's data log was received and investigated on 12/19/2014. The complaint of inaccurate reading was confirmed.